Manufacturer narrative:
The service report was cancelled, there is no confirmation or resolution reported for this failure. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a large leak. There is no report of patient involvement.